Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
A customer contacted baxter (B)(4) and reported that leakage was found at the twist clamp while the transfer set was being connected to dianeal. The set had been used for 1 day. There was no patient injury or medical intervention. No further information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: this report for a leak was not confirmed in the lab. The results of a sample evaluation did not reveal any manufacturing abnormalities or leaks. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.